Event description:
It was reported that during testing conducted at the user facility the device was not calibrating correctly, which could lead to inaccuracy during navigation. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
This report was filed in error. This event is being investigated under manufacturer report number 0001811755-2017-01763.

Event description:
It was reported that during testing conducted at the user facility the device was not calibrating correctly, which could lead to inaccuracy during navigation. No patient involvement or procedural delays were reported with this event.